Event description:
It was reported that the allevyn life does not absorb/manage exudate, which accumulates in the borders but not in the absorbing layers. As a result, the product must be changed daily, when it should remain for 7 days (low exudate wound).

Manufacturer narrative:
We have now concluded our investigation into this complaint. Unfortunately we have been unable to confirm the reported issue as the returned samples were assessed and no functional or visual issues were identified, all aspects of the sample were as expected. The free swell absorption of batch 1708 was tested at the time of release and the result was 124g/cm2 and the free swell absorption of batch 1709 was tested at the time of release and the result was 125g/cm2 ¿ both within the specification of no less than 94g/cm2 a review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.